Event description:
It was reported that on (B)(6) 2014 a low battery warning had appeared, however, the estimated eri was 14 months. Reportedly, the pump stopped abruptly several months ago with no apparent reason. The pump information revealed that a pump stopped period may exceed tube set also occurred on (B)(6) 2014. It was not investigated sooner as the patient did not want a replacement pump. The pump was explanted due to early battery depletion and a new pump was not implanted. The patient¿s status was reported as fully recovered. This device system delivered clonidine and ¿nil.¿ additional information was requested. It was further reported that the patient¿s catheter was left in situ and sealed via clips. The drug used was clonidine 1,500.0 mcg/ml, the amount of drug withdrawn from the pump was 4.9 ml (the reservoir volume was 5.4ml). The patient had been using a ¿pa device¿ which seemed to be working well. Further, the pump was noted to be in safe state on (B)(6) 2014. Reset low battery messages occurred on (B)(6) 2014.

Manufacturer narrative:
Analysis of the pump revealed the pump motor had a feedthru anomaly with shorting across the insulator.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further provided that the patient was reported to have needed to stay in the intensive care unit as he had a sympathetic storm and was very unwell. The patient was now coping "ok" on some oral medications. The device system delivered 100% clonidine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.